Event description:
Report received from the USA stating that the device was "getting hot." It is known that the device was not used in surgery and that there was no injury or medical intervention. No additional information was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).